Manufacturer narrative:
Review of the device history record confirms that the pump was tested and met its specifications at the time it was shipped from animas. The complaint regarding the low sounding piezo was caused by cracked ceramic around the soldering joint for the red wire. A test piezo was installed and the output level falls well within specifications. (B)(4).

Event description:
Mother reports low volume with all sounds, and that it has been getting progressively worse.